Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery became hot to touch while charging. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.